Event description:
Same case as MFR # 6000093-2004-01124, 01126, 01127. Clinical study. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 70-80% stenosis and a 3.0 reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 20 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the lmca with 70-75% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with placement of 3.5 x 8 mm taxus stent. Residual stenosis was 0% following post-dilation. Target lesion 3 was identified in the mid lad with 95% stenosis and a 2.5 mm reference vessel diameter. Target lesion 3 was treated with cutting balloon angioplasty and placement of two overlapping taxus stents (2.5 x 24 mm and 2.75 x 28 mm). Residual stenosis was 0% following post-dilation. A cypher stent was placed in the proximal rca during this procedure also. The pt was recovering on the telemetry unit when they sustained an emd arrest 5 days later. CPR and acls measures were undertaken and, due to refractory cardiogenic shock, the pt was placed on cardiopulmonary support. The pt was taken to the cath lab. Initial flush injection of the aorta revealed occlusion of both the rca and lca systems secondary to extensive thrombosis. Timi iii flow was restored in the rca after contrast injection was performed. There was diffuse residual nonocclusive thrombus in the rca stent. Angiography revealed 99-100% occlusions of the stents in the left main and lad. There was also a suggestion of a distal edge dissection in the mid lad stent. The pt's cardiac enzymes met guideline criteria for myocardial infarction. Multiple overlapping inflations were performed from the distal lad back to the lmca. Multiple intracoronary injections of verapamil were given secondary to slow flow in the distal lad, restoring timi iii flow. The distal edge of the lad stent was somewhat hazy. With the presumption that this represented a distal edge dissection, a bare metal stent was placed. A bare metal stent was then placed covering the ostium of the lad down to the proximal lad. Kissing balloon inflations were then performed in the lmca and proximal lcx. Final angiography revealed no evidence of residual thrombosis in the lca. Final images of the rca showed resolving thrombus and timi iii flow following contrast injection prior to diagnostic arteriography. The pt was sent to the thoracic ICU. It was recommended the pt remain on integrilin and asa indefinitely but that the plavix should be discontinued in anticipation of possible lvad or bivad placement. The pt died the next day. The event leading to death on the death module is 'cardiac arrest'. No further documents are available from the site, despite multiple attempts.